Manufacturer narrative:
Block e1 (initial reported facility name) (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the bile duct for the treatment of choledocholithiasis on (B)(6) 2025. It was reported that the distal and terminal component of the scope became detached and migrated into the patient's biliary tract. After multiple attempts, the component was successfully removed. The physician completed the procedure on (B)(6) 2025. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b1, b2, b5, h1, and h6 (impact codes) have been corrected. Block e1 (initial reported facility name) (B)(6) - reported here as it exceeded the maximum character limit of the designated field. Block h6 (impact codes): imdrf device code a0501 is being used to capture reportable event of detachment of device or device component. Imdrf impact codes f23 and f2301 captures the additional intervention required to remove the detached component from the patient. Block h11: the returned spyscope ds ii was analyzed and the reported event was confirmed. During product analysis, visual inspection of the returned device noted that the cap was fully separated from the distal tip/steering ring. The distal cap was not returned for analysis; however, upon inspection of the steering ring, the lack of witness marks indicates a failure to weld the distal cap to the steering ring during the assembly process. Based on all gathered information, the detachment of the distal tip can be traced to the manufacturing process. An investigation to address this problem has been completed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that spyscope ds ii was used during an endoscopic retrograde cholangiopancreatopography (ercp) procedure in the bile duct for the treatment of choledocholithiasis on (B)(6) 2025. It was reported that the distal and terminal component of the scope became detached and migrated into the patient's biliary tract. Multiple attempts were made by the physician to retrieve the dislodged component, initially without success. Ultimately, the component was successfully removed using several devices from a different manufacturer. The procedure was not completed due to this event. The patient condition on the following procedure was stable. There were no reported patient complications as a result of this event.